Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the reported phenomenon was presumed to be a malfunction of the pcb that processes the image and or considered to be an accidental failure of sdi element. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
A report of video connector not working (no video image),sdi (serial digital interface) import post is bad was reported. The issue occurred during an unknown event. There was no patient involvement, no user injury reported due to the event.